Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was selected for intravascular ultrasound examination. During preparation and flushing, which were performed with the telescope advanced, the syringe could not be pushed due to severe resistance, and air could not be aspirated from the catheter. The procedure was completed with another of the same device. No patient adverse events occurred.